Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected g5 mobile application shut-off with an alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be a structured query language (sql) error.